Event description:
The customer reported to beckman coulter (bec) a leak of light blue fluid under the coulter lh 750 hematology analyzer and on the counter. The customer stated that the volume of the leak was less than 50 ml. The customer could not identify the source of the leak. Per the customer, they were doing a shutdown and a startup when they noticed the leaking fluid. The customer indicated that they ran quality control (qc) with no issue; however, they discontinued running samples on this analyzer and they were using their back up unit. Per the customer, the leak appeared to be leaking before because they saw dried crystals of the cleaning reagent. The operator was wearing only gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There is a safety plan and material safety data sheets (msds) at the facility; however, it was not reviewed by the customer. No erroneous results were generated in connection to the reported event. There was no effect to patient results or patient care.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leaky tubing routed through valve vl4b and replaced the tubing to repair the leak. The tubing through valve vl4b is used to flush (rinse) the flowcell. Failure mode was attributed to the tubing at vl4b. Beckman internal identifier number for this report is (B)(4).